Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm arm involved with this complaint and completed the device evaluation. Usm was tested and failed in normal mode. The usm arm failed the carriage switch test. This confirms the reported event. The carriage radio frequency identifier (rfid) on the usm arm replaced to resolve this issue. Following this, the usm arm was tested, operated with no further issue and was restored to specification. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple invalid tool inf errors, indicating that the usm1 was not able to read the rfid on multiple instruments related to the customer reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sl0118. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm1) would not recognize any instruments. The customer tried multiple instruments, reseated and replaced the sterile drape, and power cycled the system, still the issue persisted. The technical support engineer (tse) reviewed the system logs and confirmed multiple invalid tool inf errors, indicating that the usm was not able to read the radio frequency identifier (rfid) on multiple instruments. The surgeon inspected the usm carriage for damage or cracking and did not observe any damage. Symptoms and errors indicated possible failure of the rfid reader on usm1. The procedure was completed with remaining 3 arms with no reported injury.